Event description:
This device was implanted on (B)(6) 2013 and remains implanted at this time. A call was placed to technical services on 08/22/2018 stating that funny noises was noted on this device. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).